Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the noise was observed on the right atrial (ra) lead and right ventricular (rv) lead. Lead scuffing was suspected. Both leads remains in use. No patient complications have been reported as a result of this event.